Manufacturer narrative:
(B)(4). Batch # m54v0h. The analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The returned reload was received fully fired and in good visual conditions. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? --- no information. Did the jaws of the device eventually open? --- no information. If no, how was the device removed? --- no information.

Event description:
It was reported that during a laparoscopic anterior resection, the jaws did not open after the 1st firing on the colon. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the firing trigger was grasped again when the device was released and closed to remove the device via a trocar.